Event description:
It was reported the patient had a loss of therapeutic effect. The patient was using the implantable neurostimulator (ins) for urinary frequency issues caused by a spastic neurogenic bladder. The device was implanted on the left hip. The device "helped a little at first," but on the date of the report, the patient's frequency was "the same as before the implant" and the patient ws using just as many pads as before. The ins had been reprogrammed, but the patient's symptoms had not improved. It was also reported the patient felt stimulation for several hours after turning the device off. It was reported the patient scheduled an appointment on (B)(6) 2012 to have the device removed since it did not help with her spastic bladder. It was also noted the patient's lead moves occasionally. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v516930, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer.